Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol was exchanged due to an unexpected outcome of -2.50d. The iol was replaced with the same lens model and power. There are two medical device reports associated with this patient. This report is for the first iol that was replaced.

Manufacturer narrative:
Evaluation summary: the lens was returned. Damage was observed. Solution is dried on the lens. Iol product history records were reviewed and the documentation indicated the product met release criteria. The customer indicted the use of a qualified cartridge, handpiece and viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Exact focal length/resolution measurements could not be obtained due to the optic damage. However, the lens is within the 21.5 diopter range. The observed damage is most likely related to customer handling. A second 21.5 diopter lens was implanted with the same results (-2.50). (B)(4).